Event description:
On (B)(6) 2009, the pt reported that a week ago, she noticed moisture in the cartridge chamber of her infusion device. She stated, insulin did not spill into the chamber. She said the chamber was full of moisture and she used a cloth to dry it out. She said the cloth was wet when she removed it from the chamber. She stated, she has no sense of smell so could not tell if it was water or insulin. The pt stated, it is extremely hot and she may have gone into air conditioning. She stated, she is "apprehensive" about using her device. No blood glucose concerns related to this were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.